Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had no button error alarm. No frozen screen noted by analysis. Analysis was unable to verify low reservoir alarm due to no button response. Analysis was unable to perform basic occlusion, occlusion, and excessive no delivery tests due to no button response. The insulin pump was received with a scratched lcd window, a cracked case display window corner, and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.